Event description:
A home patient (hp) contacted (B)(4) regarding a check patient line alarm that occurred on the home choice (hc) unit during initial drain. The hp stated there was air in the patient line and they had the patient line clamp closed. The technical service representative (tsr) explained they would need to start over with new supplies. There was patient involvement, but no patient injury or medical intervention reported. A follow up was done via phone. The hp confirmed they started over with new supplies. The hp has continued therapy no injury or medical intervention reported as a result of this incident.

Manufacturer narrative:
(B)(4). This complaint for check patient line alarm was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. The root cause was by a closed clamp on a patient line. Labeling was reviewed for the use error(s) and there were no issues and no label deficiency. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.